Manufacturer narrative:
The alleged result of 2.7 inr on 08-mar-2023 was not observed in the patient result memory of meter serial number (B)(6). The capillary blood sample has to be applied to the strip within 15 seconds after lancing fingertip. Otherwise the result is not valid.

Event description:
It was alleged that a patient received discrepant results when tested with the patient's coaguchek xs meter (serial number up01645317) and a doctor's coaguchek xs meter (serial number up(B)(4)). At 7:45 a.m., the patient was tested using the patient's coaguchek xs meter serial number (B)(4) and the result was > 8.0 inr. The patient mentioned that it takes him longer than 15 seconds for a sample to be applied to the test strip when testing. At 9:50 a.m., the patient was tested using the doctor's coaguchek xs meter serial number (B)(4)and the result was 2.7 inr. The 2.7 inr value was believed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every 3-4 weeks. The test strip lot number used with the patient's meter was 63657521, with an expiration date of 31-jan-2024. The test strip lot number used with the doctor's meter was 63658311. The test strip expiration date was requested, but not provided.

Manufacturer narrative:
The meters and test strips were requested for return. The patient's meter serial number (B)(4) and test strip lot 63657521 have not been received at this time. If the product is returned in the future, a follow up report will be submitted. The doctor's meter serial number (B)(4) and test strip lot 63658311 were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 -6.8inr): qc 1: 5.2 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch field occupation - the occupation is patient/consumer.